Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported by the clinic that during a procedure the screw was too short. A longer screw was used.